Event description:
It is reported that product fractured during surgery.

Manufacturer narrative:
Evaluation summary: the probable cause for the instrument fracture is excessive force applied with a slap hammer to disengage the instrument from the provisional stem. As returned, the previsional cone body has fractured into two pieces. The fracture occurred in a circumferentially at approximately the distal end of the nut. It appears that most of the device was returned with the complaint for review with one small chipped section not being returned. The device shows some deformation marks on the neck of the device. Additionally, the hex feature of the nut shows some deformation damage. The device was manufactured in january 2003 and has a potential field age of approximately 5 years. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications.